Event description:
Alarms over past 2 weeks, during 2 alarm episodes pt was symptomatic. Had previous repair of external cable. Log file now reveals multiple episodes of pump stop. Work-up done but unclear where the problem is, thoratec recommends pump exchange.